Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a post implant check, x-ray imaging revealed that the atrial lead had become dislodged. No patient symptoms were reported. The lead was successfully explanted without replacement.